Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the acetabular cup and the bone, which led to aseptic (non-infected) acetabular cup loosening and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "loosening - acetabular" is associated with weakened integration of the acetabular component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o male patient had a revision due to tha massive osteolysis loosening. Date of initial implant is unknown. Patient was last known to be in stable condition following the event. The device is not available for evaluation.